Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling with sodium chloride and fluorouracil. The location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the bladder of the device with colored water. During and after filling, no evidence of a leak was observed. The device remained filled overnight; the next day, there was no evidence of a leak. The reported condition was not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.